Event description:
I had breast augmentation in 1999, mentor saline under muscle. I have had many endocrine surgeries since as well as autoimmune disease symptoms which are getting worse. Iw 2005 ovarian mass then cystectomy, 2011 parathyroid tumor excision, 2015 hysteroscopy d and c which revealed stromal tumor cells in tumor requiring a total hysterectomy. On 2015 total hysterectomy with salpingo-oophorectomy for uterine mass thought to be malignant but was benign. Throughout this time I have had brain fog, add which I never had previously, sensitivity to light and sounds, joint pain, weight gain, memory loss. On 2017 I had a spontaneous l knee effusion with a maculopapular, hemorrhaging rash on my legs bilaterally, which biopsy revealed to potentially be early vasculitis. Twice in the time I had the implants I had pursued a lyme disease diagnosis.